Event description:
As reported by the user facility: reports that nurse spiked a bag that contained a chemo agent (topotecan). During priming, the spike detached from the bag and fell to the floor causing a large chemo spill. The reporter stated the spike did not appear to be loose when spiking the bag, and there did not appear to be any issues with the port or surrounding bag. The reporter stated the set "was the last one used n the box" and they "have never experienced such a thing before."

Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample or lot number, a thorough evaluation could not be performed and no specific conclusions can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number identified in the reported event. If additional pertinent information becomes available, a follow-up report will be filed.